Event description:
New information notes the lead continued to exhibit noise during clinical visits on (B)(6) 2013 and (B)(6) 2015. The lead would continue to be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the lead exhibited multiple episodes of ventricular noise. The patient would be monitored.